Event description:
It was reported that on (B)(6), during a mammography examen, when turning into mlo view the c-arm started to rotate 180 degrees by itself. A field engineer examined the device and was unable to reproduce the auto-rotating on its own. The field engineer removed and replaced gantry switches due to the possibility of stuck switches. Verify that all gantry switches work correctly. The system passes all tests and meets manufacturer specifications. No injury was reported.